Event description:
It was reported that the unspecified bd phaseal experienced coring occurring when using cstds. The following information was provided by the initial reporter: the following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: no additional information available. Based on the limited information, no further investigation can be performed. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.